Event description:
User reported four separate instances of 3000 cc suction liner lid cracking when vacuum was applied in the last month. There was no injury reported to user or pt.

Manufacturer narrative:
User reported the following lot numbers had a failure: 20120510, 20120713, 20120127.